Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implanted pump system for non-malignant pain, post-laminectomy pain, and failed back surgery syndrome. The pump was previously used to deliver hydromorphone. Dose and concentration information was not reported. It was reported that the patient's pump and catheter were going to be explanted and the patient inquired if the manufacturer wanted them back for analysis. Per the patient, the catheter was "20-some-odd years old". When asked about the planned explant, the patient stated that "when 'cardick's law' went into effect, they took me off the therapy". It was also reported that "the pump - if you want to call it malfunctioned after a while". The patient did not know if it was from the battery getting low. Per the patient, "it used to make these weird sounds". At the time of this report, it was "seven years past when the battery went dead". Per the patient, one doctor was going to do the explant, but expressed concern about surgery complications. This doctor said that "naturally there's risk with surgery - like the hole not healing of where the catheter was". The patient asked this doctor if they were planning on removing scar tissue and they said no. The patient asked them how they were going to close the hole from where the catheter was placed and the doctor stated that "it depends until we get in there and see". The patient inquired about explant surgery protocol and guidelines. Per the patient, the doctor that did their previous pump replacement no longer did surgeries and "wouldn't have any idea about the catheter". When asked about the pump drug, the patient stated that they had hydromorphone and "that's why I thought you guys would want it back to look at that because it's not one of the right ones". The patient was redirected to their healthcare provider.